Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Actions have been taken to prevent reoccurrence.